Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) had delivered therapy and they were taken to the hospital. Patient indicated they had a high heart rate and was told by that their device "shouldn't have done that." And "it didn't work at the appropriate time." Follow up was conducted with the patients listed clinic. The allied health professional (ahp) at the clinic was able to verify that the patient did receive an inappropriate therapy as the treated arrhythmia was a atrial arrhythmia with a 1-to-1 conduction in which the device detected and treated as a ventricular fibrillation (vf) episode. No reprogramming had been completed at that time, but the physician did adjust the patients medications and submitted a referral for a possible ablation procedure. The device remains in use. No further patient complications have been reported as a result of this event.